Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. The patient was scheduled for extraction. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.